Event description:
It was reported that the pump could not be powered on and remained unresponsive. There was no patient involvement, as customer had not yet begun use of pump for insulin therapy at the time of the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Device not returned.